Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017 (implant date) was no event date was reported. This event was reported by the patient's legal representation. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.